Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue was not confirmed. Visual inspection of the pump did not find any anomalies with the exterior of the pump. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specification. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending completion of device analysis and review of the device history record. (B)(4).

Event description:
Representative from physician's office contacted technical solutions in order to report a pump explant due to multiple overinfusion volume discrepancies. For the first overinfusion volume discrepancy, the expected volume was 7ml and the actual aspirated volume was 3ml. Two weeks later, the patient was seen again and another overinfusion was observed with the expected volume as 13ml and the actual aspirated volume as 10ml. Representative stated that the patient has had no recent MRI exposure and that there was no evidence that the patient accessed the reservoir themselves. Additionally, the representative stated that the patient has not had any recent falls or weight changes. The physician uses medline refill kits at refills. The pump was explanted at a later date.